Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, the patient was pre-operatively diagnosed with spondylolisthesis following a decompressive lumbar laminectomy at l4 and l5 and underwent the following procedures, posterolateral lumbar fusion with pedicle screw fixation and bone morphogenic protein mixed with bone graft putty and matrix at the l4-l5 level. As per op-notes, ¿..finally a 7.5 x 40 mm screw was inserted at this level. On the left side, the screws were inserted at l5 and l4 in the same manner. At this point, the bone morphogenic protein was mixed with the bone graft putty and matrix." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.